Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Visual inspection of the returned device found one basket wire is broken. One portion of the broken wire was not returned and the other portion was found to be still attached to the basket. No other issues were noted to the device. Based on all available information, it most likely that handling and manipulation of the device during preparation or the procedure led to basket wire detaching. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the ureter during a ureteroscopy (urs) procedure performed on (B)(6) 2019. According to the complainant, during procedure, the basket wire broke. Photos of the returned complaint device show that a section of one of the basket wires is detached completely and missing from the basket. The procedure was completed with another zero tip basket. There were no patient complications as a result of this event.